Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Should additional information become available and an investigation result be available, an amended medical device report will be filed. (B)(4).

Event description:
It is reported that during the surgery the surgeon wanted to fix the set screw of a znn cm nail but the set-screw could not be inserted in cm-nail smoothly. Therefore, the surgeon decided to insert a new cm nail to complete the surgery. Surgery was prolongated between 16 to 30 minutes.